Event description:
During pancreatic pseudocyst drainage, the physician used a cook endoscopy solus biliary stent and introducer set. The physician placed the stent successfully. After placement, the position of the stent was verified with endoscopic/fluoroscopic viewing, and drainage through the stent was confirmed. However, the physician observed the stent migrate into the pancreatic pseudocyst before removing the endoscope from the patient. The physician retrieved the stent with a snare and placed another solus biliary stent to drain the pseudocyst. No add'l procedures other than placing another stent during the same procedure were required. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this info, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. The information provided indicated the stent was used to drain a pancreatic pseudocyst. The instructions for use lists the intended use as "the solus double pigtail sof-flex stent is used to drain obstructed biliary ducts. These stents are recommended for use with the solus stent introduction system. The device and introduction system are supplied sterile and intended for single use only." The instructions for use direct the user not to use the device for any purpose other than the stated intended use. The instructions for use for the solus biliary stent indicate complications that can occur in conjunction with biliary stent placement include, but are not limited to stent migration. Prior to distribution, all solus stents are subjected to a visual inspection and dimensional verification to ensure device integrity. Corrective actions: no corrective action warranted at this time because this report was unable to be verified and the product was used in contradiction with the intended use. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.